Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was analyzed and found the reported event of instrument did not work, could not be replicated nor confirmed. The instrument passed continuity testing on the in-house multi-meter. The instrument was placed and driven on an in-house system and passed energy delivery. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage observed. The housing was removed for inspection and found no damage. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: customer stated that there was no damage at the distal end, the issue was a recognition issue. Nothing fell into the patient and there was no patient injury.

Event description:
It was reported during da vinci-assisted surgical procedure, the cautery function of fenestrated bipolar forceps instrument did not work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.